Event description:
It was reported the broncho fiber videoscope displayed no image and an error message on the tower was observed. This occurred during endobronchial ultrasound procedure, which caused prolongation greater than or equal to 30 minutes, with patient under sedation. The procedure was completed with a back-up device. There were no reports of patient or user harm.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1 and b2. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.